Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the during implant procedure a dissection of the coronary sinus occurred. The left ventricular lead was removed and replaced.